Event description:
Information was received that during use of this smiths medical cadd legacy pump, the pump exhibited high pressure alarm despite no obvious kinks in tubing or occlusions in intravenous line. It reported that the patient went to the emergency room, and the pump started to infuse as intended per patient, and the patient was sent home but did not feel comfortable using the pump. Subsequently, the pump was replaced. Reported that infusion is life-sustaining. No patient consequences were reported. No adverse effects were reported.

Manufacturer narrative:
Other, other text: this MDR was generated under protocol b10009704, as a result of warning letter cms number 617147. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. Additional information h6 device code., corrected data: d5 operator of device and h6 patient code, results code.

Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed, and product found in good condition. Event history log review was performed and found evidence of reported problem. Visual inspection and functional check were performed. Investigation unable to repeat customer's reported problem. Visual inspection of the pump's event history logs showed "high pressure" alarm messages after pump started. Investigation recommended that the pump downstream occlusion sensor be replace. The problem source of the reported problem is unknown.